Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia on unknown date. Customer's blood glucose was 38.5 mmol/l at the time of incident. Customer declined troubleshooting as they were calling from intensive care unit. Auto mode feature was not active at the time of incident. Hospitalization details were unknown as customer stated to call back later for details. The insulin pump will not be returned for analysis.